Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called back to report that after receiving a replacement battery cap and doing a two-hour insulin pump rest, the display was still a solid white color. Customer's blood glucose reading was 163 mg/dl. Customer was advised to discontinue the device and revert to a backup plan. The device was replaced and returned.

Manufacturer narrative:
The insulin pump passed the full functional testing including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin pump passed self-test. No unexpected blank flashing white lcd display noted during our testing. The insulin pump was received with scratched case and fading serial number label.